Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hot flashes, night sweats, sweating, fatigue, libido decreased, uterine bleeding, heavy periods, bleeding intermenstrual, post coital bleeding and abdominal pain. Concomitant products included baclofen since (B)(6) 2017, buspirone since (B)(6) 2017, diazepam since (B)(6) 2017, nsaids since (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2018 and sertraline since (B)(6) 2017. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swing"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and rash ("rashes or skin conditions - type: rashes"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 months 25 days after insertion of essure. The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage and rash had resolved and the mood swings, migraine, headache, nausea, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils in uterus: 3. The second device was loaded through the operating channel of the hysteroscope, and inserted into the left tubal ostium. Trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: mood swing, migraines / headaches, nausea, psychological or psychiatric problems condition: depression & mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, rashes or skin conditions - type: rashes, did not undergo confirmation test. Outcome of event pelvic pain were updated. Concomitant drug, medical history, reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hot flashes, night sweats, sweating, fatigue, libido decreased, uterine bleeding, heavy periods, bleeding intermenstrual, post coital bleeding and abdominal pain. Concomitant products included baclofen since (B)(6) 2017, buspirone since (B)(6) 2017, diazepam since (B)(6) 2017, nsaids since (B)(6) 2018, paracetamol (acetaminophen) since (B)(6) 2018 and sertraline since (B)(6) 2017. On (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swing"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and rash ("rashes or skin conditions - type: rashes"). In (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 months 25 days after insertion of essure. The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and rash had resolved and the mood swings, migraine, headache, nausea, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils in uterus: 3. The second device was loaded through the operating channel of the hysteroscope, and inserted into the left tubal ostium. Trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event¿ pelvic pain¿ outcome was updated to recovered/resolved. On 9-jan-2020: plaintiff information form received. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.